Event description:
My surgeon kept info from me. I didn't realize the serious potential problems that could arise from having surgery for fibroids from using laparoscopic power morcellation. I've now had 4 surgeries total. The fibroids spread, seeded and then grew. I had to have a colectomy for one surgery and I just had a surgery done to remove a mass from in between my spleen and left kidney.